Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the lens was replaced with other company lens.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intra ocular lens (iol) returned positioned incorrectly in the iol case. Significant amount of solution is dried on the iol. The optic is torn or split cut dividing the iol in two, the two iol segments are adhered to each other with solution. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced discomfort with visual disturbances. The lens was exchanged for another lens model 01 month 24 days following the initial procedure.